Event description:
It was reported that a patient had intermittent stimulation. It was stated that the patient was meeting with a manufacturer¿s representative on wednesday (B)(6) to check impedances and to reprogram if necessary. It was noted that diagnostics/troubleshooting had not yet been performed but would be at the meeting. It was reported that the patient called today and stated that she had tripped. The patient reported that now she had to push on the battery in her hip to get the stimulation to work. It was reported that the patient had less than 50% therapy relief associated with this event. It was stated that the patient was alive with no injury at the time of the report. Additional information received reported that the manufacturer¿s representative adjusted the stimulation and ¿everything else was fine.¿

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).